Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was unable to duplicate the reported failure despite intensive continuous stress test. Software update related to field action was performed on the iabp. Maintenance, functional testing and cleaning were carried out according to currently valid instructions. The iabp has been cleared for clinical use and returned to the customer.

Event description:
It was reported that while the cs300 intra-aortic balloon pump (iabp) was in operation on a patient, it switched to off mode without any alarm or hint. It was then restarted by the user, and was operational again. No adverse event was reported.

Manufacturer narrative:
(B)(6). The production device history record (DHR) of the intra-aortic balloon pump (iabp) involved in the event was reviewed. There were no non-conformances in the production DHR related to the reported event.

Event description:
It was reported that while the intra-aortic balloon pump (iabp) was in operation on a patient, it switched to off mode without any alarm or hint. It was then restarted by the user, and was operational again. No adverse event was reported.